Event description:
The hcp reported that the patient has been experiencing difficulties since pump implanted in 2006. At first refill, the expected reservoir volume was 9 ml; the actual reservoir volume was 32 ml. A volume discrepancy was also noted at the second refill; amounts were not reported. At the most recent refill, the expected reservoir volume was 5 ml; the actual reservoir volume was 17 ml. The patient has been difficult to manage in that he has increased spasticity. When the dose is increased, the patient becomes flaccid. A roller study and a dye study were performed and no problems were noted. Final patient outcome was not reported.